Event description:
The lens in the pre-loaded delivery system was implanted and surgeon saw that one of the haptics did not deploy with the lens. Scrub and surgeon found the haptic still in the delivery system. Surgeon stated that the lens placement was exactly where it needed to be implanted and lens with 1 haptic stayed implanted. Dates of use: (B)(6) 2017. Diagnosis or reason for use: mature cataract left eye. "Event abated after the stopped or dose reduced: no. Is the product compounded: no. Is the product over-the-counter: no."